Event description:
After review of closed complaints, one complaint on a leaking syringe running herceptest has been re-opened. The syringe in question was used on the dako autostainer plus link [as100]. If the leaking occurs from the syringe assembly, staining of the herceptest can result in a false negative. This was identified in an investigation on defective stopcoks. To date, there is no indication of any misdiagnoses.